Manufacturer narrative:
The manufacturer's device analysis results a search for similar complaints against glucose reagent lot 50158uq10 and the glucose assay did not identify any trends. Labeling was reviewed including the architect system and the glucose assay package insert adequately addresses the customer's issue. A log review of architect system serial number (B)(4) was performed. The instrument result log and pressure monitoring logs were reviewed. Reaction graph and pressure monitoring data reviews indicate a potential issue with the sample pipetting. Data points to the presence of a bubble in the sample responsible for a decreased sample volume and a lower result. No return sample was available and no file sample testing was performed. No non-conformances related to or similar to the current issue were identified. The lower glucose sample result was most likely due to a lower sample volume pipetted into the cuvette. Based on this evaluation the glucose assay and the architect system are performing acceptably.

Event description:
The account generated a falsely decreased architect glucose of 65 mg/dl on a patient that initially generated 537 mg/dl. Glucometer check was 460 and retest of the sample was 525 mg/dl. A new specimen generated similar results of 461 mg/dl on the architect and glucometer. No impact to patient management was reported.